Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing his scs ipg migrating since implant. It was also reported the patient is having difficulty establishing communication between the scs ipg and charging system. Follow-up identified the ipg migration was confirmed. Subsequently, the scs ipg was relocated which resolved the issues.